Event description:
It was reported that the patient was experiencing burning sensation at the ipg site since implant. It was noted that the patient's ipg was gradually getting hot after turning it on. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times and the impedance measurements revealed a high value on port cd(1 contact). The patient had been using lidocaine patches to treat the symptom.